Manufacturer narrative:
Initial and final MDR 1876248 - MDR 3003442380-2024-05168 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set fell off event during use on (B)(6) 2024. The events occured over past five weeks since (B)(6) 2024. The infusion set was in use for 18 hours- 1 day. The patient replaced infusion set and resumed insulin successfully. No further information available.